Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the result of component analysis, the foreign material was black organic silicon and cellulose fiber. The event can be detected/prevented by following the instructions for use which state: ¿based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling. ·black silicone rubber is used in various medical devices and equipment, including packing for a/w valve, packing for water tank port, and injection tube attachment, etc. We presumed that it was possible that pieces of silicone rubber got mixed into the channel due to damage, deterioration, or falling off, leading to nozzle clogging. Moreover, cellulose fiber is used for cloth or gauze. We would appreciate it if you would read through the instruction manual cleaning/disinfection/sterilization chapter 5 manual cleaning of the endoscope and endo therapy accessories and check the handling environment. In addition to packing, silicone rubber is used in a wide range of medical devices. We would appreciate it if you checked for any abnormalities in the products and peripheral devices used in combination with the endoscope itself and handle them with care.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced reduced angulation and an air/water flow issue. The issue was found during preparation before use inspection for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the nozzle contained foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, water removal ability did not meet the standard value due to clogging of the nozzle, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip, switch box had a scratch, switch #1 had a scratch, adhesive around objective lens and light guide lens was peeled, plastic distal end cover had a scratch, connecting tube had a scratch and discoloration, forceps elevator lever and knob had a scratch, upward/downward and right/left knobs had scratches, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a scratch, grip had a scratch, suction cylinder was shaved, and the paint on suction cylinder was peeled. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water, the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, and the air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif/cf/pcf-290 series chapter 3 preparation and inspection. Gif/cf/pcf-290 series chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.